Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". "Incident date/time: (B)(6) 2022, 1006hours - 1430hours. Medication: IV red blood cell. Rate: 57.5ml/hr. Volume: 230ml. Nurse's description: IV red blood cells did not complete on time. Rate was changed multiple times during the therapy. Based on the history logs extracted, no discrepency found. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The infusion was started with a rate of 57,50ml/h and a vtbi of 230ml. A few minutes later a pressure alarm occurred. The infusion was continued and during the therapy the rate was changed, several times. Additional, different kinds of alarms were found in the history (upstream alarm and pressure alarm). The reason for the alarms could not be clarified. No other abnormalities were found in the device history. The complaint could not be confirmed. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.